Event description:
My wife and I were in the dr's office for minor surgery on a growth on her arm, during the procedure, she rec'd a significant electrical shock. When she mentioned it to the dr, he asked her where her other hand was placed. She said, she wasn't sure. The dr said "well you must have been touching the table" and went on to finish the growth removal. Later when I discussed this with my wife, she again stated that it was a very significant shock. A few days later, I contacted the dr with our concerns but again no concern. When I stated that I was very concerned, his response was "I am not concerned". When I informed him that I worked with electronic equipment for over 40 yrs, and we were always very concerned about electrical shock, he said he would contact her MFR of the equipment. We have yet to be assured that any corrective action will be taken. I contacted his office in 2007 and informed them I intend to pursue this until I can be sure that the problem is addressed. I made no threats other than I intend to pursue this until his equipment is inspected and repaired to make it safe to use.